Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who indicated that they had no further system issue in their subsequent procedures. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was drifting after the surgeon let go of the master tool manipulators (mtms). The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the surgeon should not be letting go of the mtms while engaged with the high-resolution stereo viewer (hrsv). The isi tse confirmed there were no related errors during review of system logs. The procedure was completed with no reported injury.